Event description:
Complaint ID (B)(4).

Manufacturer narrative:
It was reported that values were displayed in yellow and afterwards the flow stopped. The failure occurred during treatment. Before there was an error message related to the calibration according to the customer. The device was restarted and worked fine.on 2024-09-23 the information was received that the emergency drive was used while the flow stopped. The failure occurred after the patient was defibrillated four times. The rpm values were yellow before the flow stopped. The cardiohelp device was not exchanged. No harm to the patient was by the customer. As the patient was defibrillated and afterwards the flow stopped during treatment and the emergency drive was used, a report is required. A getinge field service technician (fst) was sent for investigation on 2024-10-17. No part was replaced, the cardiohelp device functioned as intended. The fst performed safety, calibration, and functionality checks to factory specifications. All function tests are passed. A logfile analysis by getinge life-cycle-engineering was performed on 2024-11-26 with following conclusion: the error messages "frequency inverter error state", "pump disposable error" and "backflow prevention is activated and flow < 0 were logged. Therefore the failure "flow stopped" could be confirmed. No exact root cause could be determined. According to getinge life-cycle-engineering the most probable root cause is that the defibrillation impaired the magnetic coupling (recognition) and therefore the errors were logged, which led to the event. Further, according to the risk file of the cardiohelp device the following root causes can also lead to the reported failure: - disturbed flow sensor - response time is too long referring to the instruction for use (IFU) chapter "connecting the combined flow/bubble sensor" the bubble monitoring function test and flow off-set calibration has to be performed before every use. Thus a defective flow/bubble sensor should be detected prior to use, during priming. In addition as the cardiohelp includes pressure sensors and a venous probe it is able to measure and control the blood flow and parameters. If the measured values are above high limit or below low limit of the set limits the system generates a visual and acoustical alarm. In the IFU chapter "using the emergency drive with the disposable hls retainer" is stated that the emergency drive can be used to manually control the blood flow in case of a failed cardiohelp. According to the IFU of the cardiohelp chapter "cleaning and disinfection", the cables and the whole device should be cleaned after each use to remove soiling or residual blood. Furthermore, in chapter "connecting the sensors" it is stated that the sensors must be kept clean. The review of the non-conformities has been performed on 2024-09-19 for the period of 2021-10-11 to 2024-09-18. It does not show any non-conformity in regard to the reported product and failure. There is no indication that manufacturing issues occurred during this time, thus production related influences are unlikely. The device was manufactured on 2021-10-11. Based on the results the reported failure "flow stopped" could be confirmed. The customer will be informed about the results by the getinge sales and service unit. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary's trending program and additional investigations or corrections will be implemented in case of adverse trending.

Event description:
The failure occurred in france during treatment. It was reported that values were displayed in yellow and afterwards the flow stopped. Before there was an error message related to the calibration according to the customer. The device was restarted and worked fine. On 2024-09-23 the information was received that the emergency drive was used while the flow stopped. The failure occurred after the patient was defibrillated four times. The rpm values were yellow before the flow stopped. The cardiohelp device was not exchanged. It was confirmed by the customer that there was no harm to the patient due to the event. As the patient was defibrillated and afterwards the flow stopped during treatment and the emergency drive was used, a report is required. Complaint ID# (B)(4).

Manufacturer narrative:
A getinge service technician will investigate the affected cardiohelp. A follow-up medwatch will be submitted when additional information becomes available.